Event description:
It was reported that the patient¿s healthcare provider (hcp) had to implant the patient¿s lead a second time because a bone in the patient¿s spine had encased the lead wire. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the healthcare provider (hcp) put in a new lead since the issue with the previous lead was being encased in bone.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).